Event description:
Customer reported the left monitor shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended. (B) (4).